Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient felt lightheaded, was disoriented, and had vision changes. She sat down on the floor and had a syncopal episode. Her daughter provided her blackberry juice. Her bg was 70 mg/dl and the cgm was 190 mg/dl. She reported no cgm alert at the time of the event, despite the estimated glucose value (egv) falling within the glucose threshold. The emergency medical service (ems) was called by the patient's husband, and at the time bg was 123 mg/dl after treatment. The patient was transported to the hospital and underwent diagnostic testing with electrocardiogram (EKG), magnetic resonance imaging (MRI), chest x-ray, complete blood count (cbc), urine test and all results were normal. Per documentation, the patient has a history of transient ischaemic attack (tia) and myocardial infarction (mi). The patient consulted with her endocrinologist who made medication adjustments and recommended she continue with finger stick blood glucose monitoring. There was no additional documentation of further medical intervention. At the time of the report, the patient's condition was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.